Event description:
This lead was capped on (B)(6) 2013 and replaced due to intermittent capture and high thresholds. Originally, on (B)(6) 2013, the lead was left in the body and attached to the device (programmed to aai), and a new system was implanted. However, on (B)(6) 2013 the patients new leads had dislodged so the physician decided to remove the old device, cap this lead and remove the two new leads. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.